Event description:
The customer states that calibration failures and controls out of specifications are being generated by the aeroset phenobarbital assay when using lot 42063hw00. There is no impact to pt management reported.

Manufacturer narrative:
Abbott has identified a phenobarbital performance issue that is demonstrated by erratic elevated results and/or the inability to calibrate due to imprecision. Abbott has not received any reports of adverse events associated with this issue. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.